Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, blood spills into the holder when removing the tube. No patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: "material #: 367284 lot/batch #: 23g11b2 bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed, and the indicated failure mode for leakage with the incident lot was observed. Additionally, fifty (50) retention samples from bd inventory were evaluated by visual examination and another eight (8) retention samples by functional draw, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of blood leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."